Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "failed downstream occlusion testing". They stated that the pump did not alarm no flow out when it should have during their test. Mmdg followed up with the initial reporter, who stated that this had occurred during testing and had no affect on a patient. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg and investigated, the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. There was no device problem found. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "failed downstream occlusion testing". They stated that the pump did not alarm no flow out when it should have during their test. Mmdg followed up with the initial reporter, who stated that this had occurred during testing and had no affect on a patient. Complaint-(B)(4).